Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The allegation towards this device could not be confirmed. However, further testing showed that this device exhibited induced electrical overstress which caused the draw of high current.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited excessive consumption of battery due to high pacing thresholds. Additional information indicated that premature battery depletion (pbd) was not noted. Device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.